Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed high pressure. The patient¿s husband had traced all tubing and verified that there were no kinks and that all three clamps were open and moveable. Gentle pressure had been applied to the port site, but the alarm had persisted. The device settings were vol 78.3 ml, infusion rate 2 ml/hr, and total volume given 13.75 ml. The infusion had been restarted, but the high-pressure alarm had continued. The nurse had advised the husband to remove tape from all clamps, but the alarm could not be cleared. Batteries had been removed and reinserted, yet the pump had continued to alarm. The pump had then been powered off and the clamp closed. The patient¿s husband had been advised to contact the patient¿s physician for further instructions. The medication in use had been 5-fu. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.